Manufacturer narrative:
A company representative went on site to evaluate the system. No system issue was found that could contribute to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete capsulotomy on a patient's left eye that resulted in a capsular tear during laser assisted cataract surgery. A three piece anterior chamber intraocular lens were implanted in the sulcus and no other complications. All other programmed treatments were completed.